Event description:
Customer reported receiving imprecise sequential readings on her freestyle freedom blood glucose monitor. Customer obtained readings of 328 mg/dl, 41 mg/dl, 172 mg/dl, 276 mg/dl and 274 mg/dl. When plotted on a parkes error grid the results fell into the "c" zone showing difference in values to be clinically significant. All tests were performed on the finger. There was no report of serious injury, death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product has been returned. A follow-up report will be submitted once investigation results are available.